Event description:
Procedure type:; patient gender: unknown. According to the reporter: the balloon broke within a minute of being placed into the patient. It could not be reported if all pieces were retrieved. Opened a new device. No delay in or time, no bleeding. No patient injury was reported.